Event description:
This case is regarding a patient from a study who had ablations procedures done in 2007 and 9 months later. Upon a 24-month follow-up visit, it was discovered that the patient had occlusion of the left inferior lung vein and stenosis on right inferior lung vein in 2008. The current medication at that time was temporarily discontinued. The adverse event was possibly related to mentioned rfa procedure, and has now been resolved.

Manufacturer narrative:
All catheters were not returned for investigation.